Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an under infusion of versed while connected to a spectrum iq pump. The bedside nurse went to acknowledge 'infusion complete' alarm on the intravenous (IV) pump and observed that the IV bag was full and the pump was not infusing the drug at the prescribed rate. The patient was not adequately sedated and the patient experienced tachycardia and an elevation in systolic blood pressure. The patient was immediately medicated with additional IV versed boluses and IV dilaudid. Patient outcome was not reported and there is no additional information available.

Manufacturer narrative:
A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.